Manufacturer narrative:
Date of event: over a 2 month period. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into a patient during a nephrostomy tube placement and exchange procedure that was completed successfully. The patient contacted the facility post procedure to report that the catheter was leaking from the hub. The patient was brought back to the facility to have the defective catheter replaced with a like device. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details and patient outcome has been requested, but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information received on 21aug2018 indicated that two lots were used, 8931596 and 8790424: however, it is unknown which lot was used for the male patient (see medwatch 1820334-2018-02370) and which lot was used for the female patient (this medwatch). It was further reported that the replacement of the devices were within a two month period, exact dates unknown. The female patient had two replacements. See medwatch 1820334-2018-02370 for further details on the male patient. The specific number of products from each lot that was needed remains unspecified. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest that the product was not made to specifications. A review of the device history record was conducted for two lot numbers associated with this failure mode. For lot 8790424 there was one relevant nonconformance found for an inadequate flare, in which the device was scrapped. It should be noted that there were no other complaints associated with this lot number. For lot 8931596, there was one nonconformance noted for an insert not properly placed, but all thirteen affected pieces were scrapped. It should be noted that no other complaints have been reported for this lot number. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.